Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the crossbar that connects the two back canes is broke at the weld.